Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient has deceased on an unknown date.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported.

Event description:
New information noted the primary cause of death was complications from thyroid cancer.